Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller has a friend who had a bladder stimulator implanted and it did not work. The caller stated it was put in before 2006. The caller could not provide any additional information about the device not working for her friend (could not provide the friend's name). No further patient complications are anticipated or expected as a result of this event.